Manufacturer narrative:
The patient file and keylog was evaluated by a physio-control quality engineer. It was verified the device lost power 1 time. It was observed that battery 2 was fully depleted which will cause the device to shut off every time the ac power adapter is pulled from the device. This can result in a shut off and possible lock out. The fsr noted that the ac power adapter could be related but it was not returned for service. The root cause of the reported issue was using a depleted battery.

Event description:
The customer contacted physio-control to report that their device shut off on its own and would not turn back on manually. This issue is patient related, it was reported "the patient was having a cardiac even during the time of this issue" however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue was logged in the device¿s memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shut off on its own and would not turn back on manually. This issue is patient related, it was reported "the patient was having a cardiac even during the time of this issue" however there was no adverse event reported.